Manufacturer narrative:
The manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. The device is not available for evaluation. The device was accidently disposed of. Device accidently disposed of.

Event description:
The patient was undergoing an embolization procedure in the basilar artery using a px slim delivery microcatheter. During the procedure, the physician noted that he had kinked the distal area to the proximal hub of the catheter. Due to the kink, the physician was unable to advance anymore coils into the catheter. There was no reported adverse effect on the patient. The physician acknowledged that the kink was due to his error.